Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation and native valve leaflet overhang with the potential to impair sapien leaflet function are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex3 delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify the sapien valve being deployed too ventricular and abnormally long native valve leaflets as factors that can contribute to regurgitation and native leaflet overhang. In this case, the root cause of the ventricular placement and subsequent cai cannot be confirmed. However, per report, the severe bulky calcification on the native valve pushed the sapien valve ventricular upon deployment, resulting in native leaflet overhand and the cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, the 23mm sapien valve was deployed too ventricular on the non coronary cusp (ncc), with bulky calcified native leaflet overhang resulting in severe central aortic insufficiency (cai). Concurrently, the patient developed ventricular tachycardia/ventricular fibrillation. The patient was defibrillated several times and recovered while a second 23mm sapien valve was being prepped. The second sapien valve was implanted within the first, mitigating the cai to mild. The patient was weaned off bypass and left the operating room alive. The patient was on prophylactic cpb due to an ejection fraction (ef) of 30%. Three days after the initial report, the site reported that the patient had been extubated and was neurologically intact. Additional investigation revealed the following: by tee, the native annular diameter was 20mm and the diameter of the sinotubular junction (stj) was 24.6mm. The native aortic valve was severely calcified and the stj was mildly calcified. The image intensifier angle (iia) was described as good. The coaxial alignment of the valve and delivery system was described as fair. Prior to deployment, the initial sapien valve was positioned 50:50 across the native aortic annulus. Post deployment, the initial sapien valve was positioned 70:30 ventricular. During valve deployment, balloon inflation was held for three or more seconds, ventilation was held, and there was no loss of pacing capture. Per report, the perceived cause of the event was a heavily calcified leaflet that pushed the sapien valve ventricular.